Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: during investigation, there was moisture observed under the display lens. A leak test failed due to a battery compartment leak. The original complaint was unable to be duplicated.the keypad cover was undamaged and all the buttons were responsive. The keypad cover was opened and there was no contamination found under the contacts. The pump was opened and there was moisture observed on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. This complaint is being reported because the reported issue may lead to inaccurate delivery. There was no indication that the product caused or contributed to an adverse event.